Event description:
Reporter indicated that pt's generator was explanted due to infection. It was reported that the pt had undergone generator replacement surgery for end of service two months prior. The pt developed an infection after generator replacement surgery. Antibiotics were prescribed and the generator was explanted. The lead was left in situ. The infection has reportedly resolved and reimplant of new generator is being considered.